Event description:
Bioglue originally used in a case on (B)(6) 2011. Bioglue was used on suture lines and false lumen. The dissection extended about 7cm, from 2cm distal to coronary arteries to the arch. The false lumen extended 2/3 of the circumference of the aorta. Follow-up CT at 1 week did not reveal anything abnormal. Patient was re-admitted on (B)(6), 2011. CT scan revealed a pseudoaneurysm "9cm" in size. Re-operation was performed on (B)(6) 2011. Upon intraoperative examination, "bioglue had disappeared from the false lumen where it was originally applied, leaving an empty cavity". The surgeon has commented that he has "never seen a psa so large and it appeared to be necrotic". Bioglue was not used again for the repair. No complication such as stroke or limb ischemia has been reported.

Manufacturer narrative:
.

Manufacturer narrative:
According to the report, bioglue was used on the suture lines and false lumen in an aortic dissection on (B)(6) 2011. The dissection extended approximately 7cm, from 2cm distal to the coronary arteries to the arch. The false lumen extended two-thirds of the circumference of the aorta. A follow-up CT scan one week post-operative did not show anything abnormal. However, the patient was re-admitted on (B)(6) 2011. A CT scan revealed a pseudoaneurysm "9cm" in size. Re-operation was performed on (B)(6) 2011. Upon intraoperative examination, the surgeon stated that "bioglue had disappeared from the false lumen where it was originally applied, leaving an empty cavity." The surgeon also commented that he had "never seen a psa so large and it appeared to be necrotic;" however, the necrosis was not confirmed. Following an interview with the surgeon, the distributor indicated it is possible that the surgeon had not de-aired or primed the syringe properly or that excessive compression of the aortic walls left no glue in the false lumen. The distributor additionally received anecdotal information that the surgeon used five syringes (50ml) of bioglue during the case. Since this information became known, another surgeon has taken over all further aortic cases. The lot number associated with this event was not available. Therefore, a review of the manufacturing records could not be performed. Pseudoaneurysm formation is a known complication associated with cardiac surgical procedures involving standard surgical procedure alone and can be caused by many factors. However, based on the information provided, it is possible the surgeon's use of excessive volume of bioglue indirectly contributed to the formation of pseudoaneurysm by prompting a higher foreign body response in the patient. Reactions such as this are not an unexpected potential complication of bioglue use and the possibility of these reactions is noted in the product's instructions for use. Additionally, the large amount of bioglue applied in the false lumen may have further damaged the aorta due to expansion of the area. This may have weakened the external layer and thereby indirectly caused the observed pseudoaneurysm. As indicated by the distributor, it is possible the bioglue "disappeared" from the false lumen due to compression of the aortic walls. Prior to the availability of bioglue, grf glue was the primary glue used in (B)(4). It requires compression of the aortic wall after application to ensure polymerization. The surgeon may have been accustomed to using grf glue and assumed bioglue should be handled in the same manner. Compression of the tissue would force the bioglue away from the site of application leaving an empty cavity as indicated in the provided description. As such, the bioglue instructions for use (IFU) explicitly states the area of bioglue application should not be compressed. As a result of the improper use of bioglue in this case, a different surgeon has taken over all aortic surgeries at the facility.